Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning that occurred a number of months prior. The rv lead exhibited a rise in both thresholds and impedances to high levels, resulting in a polarity switch. The lead measurements have remained stable since the switch, and the lead remains in use. No patient complications have been reported as a result of this event.